Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08359. It was reported the patient began experiencing ineffective stimulation from his csc system on (B)(6) 2014. An sjm representative met with the patient and confirmed the patient had some invalid lead contacts. The representative was able to reprogram the patient and provide effective coverage. The patient called the sjm representative again on (B)(6) 2014 stating his scs system was once again not providing effective stimulation. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.